Event description:
Reportedly the instrument could not be opened after it was fired. The loading unit was bent and the retracting knob on the handle detached. The pt had to be opened to remove the instrument. Tissue loss was also reported. Procedure: lap wedge resection.